Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent rows 1 and 2 were damaged with stent struts appearing as if they were pinched. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. Stent damage most likely occurred due to handling of the device following removal of the stent protector; however the stent protector was not returned for analysis. A visual examination of the bumper tip showed signs of slight damage on the distal edge of the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a shaft break at the exchange port site leaving the core wire exposed. This type of damage is consistent with excessive pressure being applied on the delivery system. As part of the analysis a review of the manufacturing process was carried out. The returned device was checked for leaks at the vacuum decay test (vdt) work-step and no anomalies were noted. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 10-oct-2017. It was reported that shaft damage occurred. During unpacking of a 12 x 2.75 promus premier¿ drug-eluting stent, it was noted that the shaft was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft polymer extrusion break and proximal stent damage.